Manufacturer narrative:
G4: premarket / 510(k): k103751, k141521. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a catheter entrapment occurred. A 5.0 x 200 mm, 135 cm mustang balloon catheter was advanced for dilatation. During the procedure, the device became stuck and could not be removed. The physician proceeded to withdraw the entire system, including the guidewire and balloon. The procedure was completed successfully, and no patient complications occurred as a result of the event.